Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia with glucose levels reaching approximately 400 mg/dl about two hours after a meal and remaining elevated, despite a full infusion set and supply change that showed no visible leakage or damage. Symptoms included stress and irritability. Outcomes included no medical intervention, no backup therapy, and no ketone testing. Investigation included troubleshooting and user education with guidance to monitor glucose, perform site and supply changes, and call back for further assistance. Investigation of this case revealed no device malfunction observed by the user and a cause that remained unclear. It was concluded that the event was consistent with hyperglycemia of unclear cause and that continued monitoring and follow-up training were appropriate. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.